Manufacturer narrative:
The history logs for this device showed the pad-pak was first installed on (B)(6) 2013 and performed to specification, alongside random manual power ons, up to (B)(6) 2015. The returned pad-pak was installed and the device was power cycled and passed a self-test however no status led flashed throughout. This confirms the reported fault. The device successfully delivered test therapy and an acceptable measurement was recorded for the test shock. The device powered off with no warnings given however no status led was present throughout. The device was disassembled for investigation. Investigation found the reported fault can be attributed to status led failure due to damage. The green status led was found to have failed to illuminate. This is likely due to external damage to the membrane which could have been caused by impact to the device or improper storage of the device.

Event description:
There was no patient involved in this event. No status indicator.